Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The device was examined upon receipt and the complaint condition was able to be confirmed as the driver tip was found to be broken and missing a segment (approximately 4mm x 4mm x 3mm). The device's outer sleeve and inner shaft were not returned. No definitive root cause was able to be determined; the failure mode is typically associated with off-axis loading during attempted screw removal and/or the application of excessive force. Relevant drawings for the returned instrument were reviewed (current revisions as manufacture date cannot be determined without a lot number): driver and driver shaft and handle assembly. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No device history review was able to be performed for the returned instrument as the device¿s lot number is unknown (lot etched on outer sleeve which was not returned). No definitive root cause was able to be determined; the failure mode is typically associated with off-axis loading during attempted screw removal and/or the application of excessive force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. If a lot number is identified, a device history record review will be requested. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a screwdriver broke in half. The instrument issue was discovered on (B)(6) 2016 during a routine instrument check although it is unknown when the instrument was actually broken. There was no patient or surgical involvement. This is report 1 of 1 for (B)(4).